Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name:(B)(6) hospital. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery with the products in question for clavicle trunk fracture due to a motorcycle accident. At the end of september, the patient had severe pain while driving and continued to have pain afterwards, so he was examined. It was found by examination that four va 2.7mm locking screws on the distal side and one va 2.7mm locking screw on the proximal end, for a total of five screws, were broken. Also, the fracture area was pseudoarticular. On (B)(6) 2022, since the bone was not fused, the surgeon removed all four broken screws, performed an iliac bone graft, and fixed with the anterior clavicle plate. The surgery was completed successfully without any surgical delay. The doctor confirmed by x-ray that there were no remaining damaged screws in the body. Regarding the cause of the breakage, the surgeon commented that the locking screw may have broken because of its narrow diameter. No further information is available. This report involves one 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a photo investigation was completed: visual analysis of the photo revealed that the locking screw was broken between the shaft and the head. Shaft remained embedded on the bone and the head remained embedded on the mating device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.